Event description:
Pt experienced an adverse reaction to the spermicide on a condom. He did seek medical attention. His dr told him that he had an allergic reaction resulting in a burn-like condition on the penis and scrotum. Dr prescribed a cream and an ant-histamine medication. Customer states that his pain and itching ceased on 3/15/97.